Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was high, however, a specific value was not provided. Reportedly, the customer delivered a bolus via the pump to address bg level, and continued to use the pump for insulin therapy.